Event description:
The customer reported the locks on the system are inoperable. No pt injury was reported.

Manufacturer narrative:
The ge service rep performed a monoblock "seasoning" procedure as per instructions in manual. The system operates as intended.